Manufacturer narrative:
The implant was returned with a portion of the trephine device attached. Upon visual inspection, there was damage noted to the implant threads, collar and external hex. There was evidence of a fractured screw inside the implant. The remaining top portion of the screw was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported the screw fractured inside the implant and the implant had to be removed.